Manufacturer narrative:
The device has not been returned for evaluation. Should new information become available a supplemental report will be submitted.

Event description:
It was reported that the customer is experiencing high bgs possible due to her personal profile settings.